Event description:
A customer reported that the system's biometry values were different than expected during an examination. Subsequent exams were canceled due to this event. There was no patient harm associated with this report.

Manufacturer narrative:
The company representative examined the system and found the probe was giving a weak or no response. The central processing unit (cpu) board was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).